Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports:1627487-2015-03084 & 1627487-2015-03141. Further investigation identified the 2 leads reported for the issue are occipital (off-label) pns leads additional information received identified that as of (B)(6) 2015 the issue of painful stimulation had resumed. It was also reported the patient experiences intermittent "sputtering" from her left occipital lead and experiences an issue with balancing stimulation. An sjm representative reprogrammed the patient's system to address the balancing issue; however, surgical intervention was taken on (B)(6) 2015 regarding the left occipital lead as the patient was uncertain if reprogramming resolved the issues. During the procedure, the lead was re-implanted which did not resolve the issue. It was also reported that diagnostics revealed low impedance values for the scs ipg. Therefore, the scs ipg is being reported as device 3. Surgical intervention regarding the entire scs system will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports:1627487-2015-03085 & 1627487-2015-03141. Additional information received identified the issues resolved with the surgical intervention and the patient is "very happy".

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03085. It was reported the patient was experiencing painful stimulation, overstimulation and auto-increasing. An sjm representative was unable to resolve the issue with reprogramming as only right side effective stimulation was achieved. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the scs ipg pocket site was opened and the leads were tested. No anomalies were found and patient was happy with stimulation as it was "consistent". Next, the leads were reconnected (switched ports) to the scs ipg . Again, no anomalies were observed and the patient continued to be happy with stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports:1627487-2015-03085 & 1627487-2015-03141. Additional information received identified an sjm representative was able to resolve the stimulation issues with additional reprogramming. It was also reported additional reprogramming did not resolve the issues regarding the scs ipg. Surgical intervention regarding the scs ipg remains pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports:1627487-2015-03085 & 1627487-2015-03141. Additional information received identified the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2015 during which her left occipital lead was repositioned and her ipg was explanted and replaced with a different model.

Event description:
Device 1 of 3. Reference MFR. Reports:1627487-2015-03085 & 1627487-2015-03141. Additional information received identified the patient continues to experience "sputtering" and intermittent stimulation with the occipital system and the overstimulation issue at the pocket site continues. It was also reported the patient was seen for programming on 04/14/2015 and is to receive additional reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.